Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (bent battery connector / batteries will not fit) has been confirmed. Upon evaluation, the battery connector (j1) on the defibrillator board was found to be bent, preventing the monitor from powering up. The root cause of the bent battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The patient received a replacement monitor.

Event description:
An (B)(6) male pt contacted zoll customer support to report that the battery connector on his monitor is bent and neither battery will fit into the monitor. The pt was issued a replacement monitor.